Event description:
It was reported to philips that the dc socket does not power the device. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.